Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description:infinion1x16 perc lead kit-50cm model #: sc-3400-30 serial #:(B)(4) description: infinion splitter 2x8 kit 30cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had high impedances and x-ray showed lead migration. The patient was experiencing loss of stimulation. It was also noted that the scs was no longer functional and leads had broken or fractured as determined by scs computer and imaging due to excessive spinal motion and traumatic impact occurring suddenly. The patient underwent a lead replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.